Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the jaw of the al326 came apart while firing the clips. The surgeon retrieved the loose part of the instruements jaw from the abdomen. The case was completed by using another instrument. There was no consequence to the pt.